Manufacturer narrative:
Pump passed displacement test and self test. Moisture damage found on electronic assembly on pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and also had crack. The customer¿s blood glucose was unknown at the time of the incident. The device will be returned for analysis.